Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer assisted the customer with the release of a broken lid cubie loaded with narcotics since normal recovery process did not ever offer to release pocket for recovery but kept failing pocket and drawer even though lid. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system cubie detected open, failing drawer. The customer stated that they were able to use alternative means to obtain the required medication and there was no delay in patient care. There were no adverse events or injuries reported based on this event.